Event description:
Information was received that a cadd solis vip pump gave two error codes. One occurred during main menu self test 43169, then other occurred during boot up 45169.

Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with no physical damage. The event history log (ehl) was reviewed and there was a "system fault 45,169" error. The mu was checked and the reported issue was able to be duplicated. Both error codes are the same fault issue and display as shown in the main menu and boot up. The ehl showed one instance of this system error. The error will be safely cleared to resolve the issue.